Event description:
Pt changed from single chamber pleurevac. Nurse did not clamp off minor collection chamber. Pt developed pneumothorax and required reintubation of a new chest tube. No instruction on the packaging stating that minor collection chamber should be clamped off when single chamber is being used.